Event description:
It was reported the patient was somnolent and difficult to arouse following a pump replacement done the day before. The patient was receiving baclofen. They also thought the patient was taking oral baclofen, and but they did not know the dose. They wanted a representative to come out to help turn down the pump. The medication infused was baclofen. A representative reported that the patient was in the ICU following a routine pump replacement that occurred on (B)(6) 2013. The patient appeared to be oversedated, and exhibited no response to sternal rub. The patient was given 1 mg narcan (x3) with no response. The representative reported the patient was stable, not on a ventilator, and no intubated. The representative reported the patient had multiple sclerosis (ms) and was on a high dose of 925mcg/day. The doctor mentioned that over the last six months, the patient had asked for dose increases. The doctor was ¿wondering if the pump had a ¿slow death¿ and delivered less accurately at the end of therapy¿. It was confirmed no volume discrepancies were reported during the patient¿s refill every 70 days. The medication infused was lioresal. On (B)(6) 2013, a representative later reported the current telemetry was not available. They did not anticipate that there would be any explanted product, but they would follow up in the event that there was. The last they heard, the patient had been titrated down to a daily dose of 150 mcg and was being weaned from the vent.

Manufacturer narrative:
Product ID: 8709, lot# j10961r38, implanted: (B)(6) 2002, product type: catheter. (B)(4).